Event description:
It was reported by service report that the footboard connector cracked causing footboard controls not to work and the siderail controls were not working. No patient involvement or adverse consequences are reported.